Event description:
Cardionet monitor serial number (B)(4) was at (B)(4) distribution center. The monitor was sitting on a mobile wire rack/shelf in the off position when smoke was observed to be coming out of the device. Heat coming from the smoking device partially melted the plastic case of the device. The monitor was not in-service, on a patient or charging at the time of this event. No one at the distribution center was injured and no damage to the facility occurred as a result of this event.